Manufacturer narrative:
A device history review was conducted for lot number 915775. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during. Microscopic inspection of the foreign material was able to identify it as fiber of unknown origin. A review of the manufacturing facility found that the fiber is inconstant with any materials present at the plant. Unfortunately because the material was noticed after several hours of use our quality engineers are unable to determine the root cause for this event.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter in the extension tubing. The following information was provided by the initial reporter, translated from chinese to english: one day after start usage of 24ga pegasus, it's noticed that foreign matter inside the ext. Tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter in the extension tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: one day after start usage of 24ga pegasus, it's noticed that foreign matter inside the ext. Tubing.